Event description:
After transeptal was made, the valve of the sheet broke off during washing and started to bleed out. A different sheet was opened and replaced with a new one, and the same problem occurred again. When the third sheet was opened and the sheet was changed again, the problem disappeared. Was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. (B)(4). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Date of event ¿ the exact date of event is unknown, therefore, the date of event shows as ¿(B)(6) 2022¿ this report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2022-01449 for product code 301803m (preface® guiding sheath with multipurpose curve) (2) MFR # 2029046-2022-01450 for product code 301803m (preface® guiding sheath with multipurpose curve).

Manufacturer narrative:
The device evaluation was completed on 30-jul-2022. It was reported that a patient underwent a cardiac ablation procedure with two (2) preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. After transeptal puncture was made, the valve of the sheath broke off during washing and started to bleed out. A different sheath was opened and replaced with a new one, and the same problem occurred again. When the third sheath was opened, and the sheath was changed again, the problem disappeared. There were no patient consequences. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. It was sent to the device manufacturer for further investigation. Visual analysis of the returned sample revealed that the hub and the hemostasis valve were attached to the component. It was thoroughly inspected, and no anomalies were noted. Nevertheless, a compressed/crushed condition was noted on the cannula, located approximately at 46 cm from distal tip. Dimensional analysis was performed to verify the measurements that were taken near where the damage was found. The result of the dimensional analysis found that it was within specification. The exact cause of the conditions found could not be conclusively determined during the analysis. Procedural factors and /or handling process may contribute to this issue. A manufacturing record evaluation (mre) was performed for lot 18037126, and no internal actions related to the reported complaint condition were identified. Neither the mre nor the product evaluation results suggest that the failure reported is related to the manufacturing process. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Biosense webster manufacturer's reference number pc-001134862 has two reports: (1) MFR # 2029046-2022-01449 for product code 301803m (preface® guiding sheath with multipurpose curve) (2) MFR # 2029046-2022-01450 for product code 301803m (preface® guiding sheath with multipurpose curve).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2022-01449 for product code 301803m (preface® guiding sheath with multipurpose curve) (2) MFR # 2029046-2022-01450 for product code 301803m (preface® guiding sheath with multipurpose curve).